Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that there was a tubing leak while giving lipids. There is no report of patient harm.

Manufacturer narrative:
Correction on initial report.

Event description:
The customer reported that the pump alarmed air in line and as the nurse was addressing the alarm, she found that there were lipids leaking out of the pump segment of the tubing.

Manufacturer narrative:
The customer complaint of tubing leak was confirmed. No product was received for investigation, however a photo was provided by the customer which displayed white medication fluid leaking from the silicone segment near the upper fitment into the pump module.